Event description:
Boston scientific received information that one day post implant this right ventricular (rv) lead exhibited high threshold resulting in loss of capture (loc). Associated with this was an increase in pacing impedance measurements. A chest x-ray noted that the lead did appeared to be in the same position as such a micro lead dislodgement was suspected. Surgical intervention was performed and the connection between the device and lead was confirmed to have been secured. The lead was then tested through the pacing system analyzer (psa) and the lead could not capture. The lead was explanted and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.